Event description:
It was reported a device alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter engineering investigation is still in process. When complete, a supplemental report will be filed.